Event description:
It was reported an 8f vip device was used to seal the arteriotomy site post percutaneous procedure. Reportedly, the pt was deemed to have aortic insufficiency in the cath lab. The next day, the pt stood up, experienced pain at a level of 10 on a 1-10 scale. The head was hit during the fall. The pt bled at the puncture site and developed a hematoma. The pt was transferred to cardiac care unit (ccu). The pt recovered.

Manufacturer narrative:
No components were returned for analysis and review of the device review history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the pain and hematoma could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.